Event description:
A patient with a history of wolff-parkinson-white syndrome underwent successful ablation of the left posteroseptal accessory pathway in 1999. The patient was subsequently admitted for syncope and palpitations with runs of ventricular tachycardia. Monitor suggestive of long qt syndrome and tordsade de pointes. The patient underwent implantation of a dual chamber ICD (medtronic). Over a few years the patient had episodes of pure ventricular fibrillation with syncope followed by ICD shock with conversion to sinus rhythm. In the past, patient also had t-wave oversensing, which was noted with the medtronic device. The medtronic device was replaced with a guidant device three years later and the problem was resolved. The patient was recently admitted with an episode of syncopy. The patient states that while sitting at the computer the patient started to feel palpitation and inability to breathe. The patient warned the spouse that the ICD was going to deliver a shock. The patient passed out. On interrogation of the device, patient had runs of ventricular tachycardia for which the ICD tried old right pace termination with acceleration into vf zone. The first vf shock was unable to convert the patient; the second shock converted to sr. The patient had another episode of vf for which a second shock converted to sr, but the patient only recalls the second shock. The patient was scheduled for a guidant ICD generator replacement the following day but because of the syncope in association with v-tach and device inability to convert the patient to sr on the first shock, the patient was transferred to our facility for immediate ICD replacement.